Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump quit working and had a pump error alarm. Customer was assisted with clearing the alarm. Customer was able to successfully clear the alarm. Customer did not receive request to rewind the insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test and self test. Device failed the sleep current test due to moisture damage on the electronic assembly. Unexpected battery power loss confirmed. No pump error 24 alarms noted during testing. Pump error 24 not confirmed.